Event description:
It was reported that the cement was hardened quickly. The surgeon mixed the 2 pacs of the cement for 1 min and 30 sec. And the cement was inserted into the syringe. After that, the surgeon tightened the nozzle of the syringe completely and check whether the nozzle tightened over the projection of the connection area of lid (nozzle) and syringe. He injected cement to the tip of the nozzle 2 min and 30 sec time starting from mixing the cement. The surgeon noticed that it was hard to insert the cement into the canal with the gun 3 min starting from mixing the cement. And the nozzle (lid) of the syringe came off. So the surgeon removed the cement from the syringe and implanted the cement into the canal with his hands. The cement was hard, so he used the mallet to insert the stem. But, the stem could not be inserted completely (so, the surgeon used small size neck of the inner head and then, the cement was hardened completely for only 5 min. The temp of the operating room was 24c. The cement was stored in the refrigerator before use. Before the, the cement was stored in 10c temp refrigerator. The acm was stored in operating room for 1 hour before use. Before then, the acm was stored in 5-10c room. Antibiotic and any other substance were not mixed into the cement. All the monomer and polymer were used.

Manufacturer narrative:
The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states. An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.